Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod was in pod state 2 during download having delivered 0 pulses, indicating that during the download process was the first time that the pod had been awakened. The reservoir plunger was observed to be at the bottom of the reservoir with the clutch spring not engaged, indicating that the reservoir was never filled by the user. Inspection of the drive mechanism components found no damages or deficiencies that would prevent the pod from completing activation and deploying as intended.